Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative deployment issue (aortic body limbs both in ipsilateral limb), failure to unfold (left limb), conversion to aorto-uni-iliac stent graft, and the additional endovascular procedure (right to left femoral artery bypass) complaints are confirmed. This is consistent with the reported adverse event/incident. The device, user, procedure or anatomy relatedness of the intraoperative deployment issue (aortic body limbs both in ipsilateral limb), failure to unfold (left limb), conversion to aorto-uni-iliac stent graft complaints could not be determined. The additional endovascular procedure (right to left femoral artery bypass) is most likely anatomy related as it was performed to treat a chronic occlusion of the left superficial femoral artery (non-device related). No procedure related harms were identified. It was noted that the patient experienced encephalopathy and chronic hyponatremia; however, these symptoms are related to alcohol withdrawal and non-device related. The final patient status was reported as discharged home on postoperative seven with home health care services. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H4: release date - corrected. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an alto abdominal stent graft system on (B)(6) 2024. Reportedly, it was very narrow at the ir80 level of aorta, and the access was very small. After what was thought to have wires in separate limbs ended up being both wires were in the ipsilateral leg of the alto main body after deployment. Balloons were used to confirm and it was thought that the legs of the alto main body were separated. The contralateral limb was landed and it still appeared that the ipsilateral wire alto main body was in the other leg of alto main body. The alto main body was de-mated and pulled out after the 14 minute polymer cure time which came out very smoothly and there was no sign of the issue. The ipsilateral limb was advanced in position and still looked like was in correct leg. The issue was realized after deployment of the ipsilateral limb which did not fully open up. A bare metal stent (non-endologix) was implanted to keep one side open and the physician performed a fem/fem bypass. Final outcome was successful proximal seal and aaa was sealed. The patient did well post-op.